Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck in the lesion, dissection occurred, and surgery was required. The patient was diagnosed with unstable angina and coronary artery disease and underwent percutaneous transluminal coronary angioplasty (ptca) and percutaneous coronary rotational atherectomy. The target lesion was located in the left anterior descending (lad) artery. A 1.75mm rotalink burr was selected for use. During the procedure, the burr stalled when crossing a calcified area in the middle segment of the lad. Upon retraction, the burr became stuck at the lesion and could not be started and removed. Angiography showed that forward blood flow in the lad was timi grade 3 with no chest pain symptoms. The catheter of the burr was cut in a failed attempt to remove the burr with the support of a guidezilla device. Right femoral artery access was obtained, and a 6f arterial sheath was inserted. A non-boston scientific guiding catheter was then delivered to the opening of the left coronary artery (lca). However, it was difficult to cross the lesion site with two different non-boston scientific guidewires. A 1.2mm x 8mm and a 1.5mm x 15mm non-boston scientific balloons were then used but could not dislodge the burr. As a result, the interventional procedure was unsuccessful, and the treatment approach was changed to an open surgical procedure. The patient was transferred to the cardiac procedure department for surgical intervention. No further patient complications were reported.